Event description:
Patient completed 5fu infuison via cadd pump and rn noted a powdery substance or dried up 5 fu on the patient's skin in abdomen area. Device put in biohazard bag, it appeared that drug leaked at connection area with cytoguard.